Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that an active cord was used. It was reported that the active cord broke. It is unknown if the issue occurred during a procedure. Attempts to obtain additional information have been unsuccessful. If further relevant information is made available, a supplemental report will be filed.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.